Event description:
It was reported that via remote transmission, oversensing of noise on the rv lead was observed. The oversensing could not be reproduced in clinic, therefore no changes were made. Patient monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.